Event description:
Customer reported a typing discrepancy on the galileo instrument. They ran a reflex aborh assay on an a negative patient sample, but a forward aborh assay on the same patient typed as ab negative. No medical decision was made based on the incorrect results.

Manufacturer narrative:
The customer's instrument was accessed and the image files for the microplate used to process the run with the discrepant typing result was analyzed. The image identified a fibrin clot present in the test well, indicative of false agglutination. The operator manual states "samples containing clots cannot be tested on the galileo".